Event description:
A portion of the tip of a punch broke off during use in a procedure. Contact stated tissue being trimmed was calcified. Contact reported that an attempt was made to retrieve the broken piece, but was not successful. Surgeon converted from an arthroscopic to an open procedure in order to retrieve the piece. No pt injury was reported.